Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure. According to the complainant, during the procedure, after successful deployment of the first bands, the last band would not deploy from the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation was performed and found that the ligator, strap, spool, and a portion of the suture were all returned. There were five blue bands and one white band on the ligator; the white band has been damaged. A small portion of the suture was attached to the tripwire and to the teeth of the ligator. The teeth on the ligator were found damaged. No indentations were found in the groove of the spool. A functional evaluation was performed and found that the spool ''clicks'' with every 180 degree of rotation as intended. The condition of the returned incident device was consistent with the complaint since the returned device visually reflects the reported issue. The evaluation found that a small portion of the suture was still attached to the tripwire and to the teeth of the ligator. In addition, the tripwire may not have been cinched properly, which would create slack in the wire, and negatively impact the band deployment activities. Based on the evaluation conducted and the details of the complaint, it is probable that failure to deploy the bands was most likely due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
Patient information is unknown however, it has been reported that the patient is over 18 years old. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for an esophageal varices banding procedure. According to the complainant, during the procedure, after successful deployment of the first bands, the last band would not deploy from the ligator head. The case was completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.